Event description:
It was reported by the customer, equipment with poor image. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to service facility for evaluation. During evaluation, the reported issue of the unit is giving a poor image was unconfirmed. The image quality test was carried out and it was verified that the functions of the equipment and the image quality are within those established in the service manual. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, equipment with poor image. No other information was provided.